Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of approximately 40 (mg/dl). The customer stated they "slightly over-bolused" for their lunch, and believed this to be the suspected cause. The customer consumed food and drank a beverage to address their bg. Additionally, a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.